Event description:
Zoll customer support contacted a (B)(6) old male patient's mother for an unrelated follow-up call. Upon return of the patient's equipment, a reportable event was discovered. The driven ground in the patient's monitor was defective.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During service investigation, the driven ground circuit was discovered to be defective, which would interrupt the ability of the monitor to detect electrode belt placement on the patient. The patient would experience 'check therapy pad messages' and adjust belt/check belt) messages. However, these messages were not apparent in the patient's flags, indicating that the circuit likely became defective after the device was removed from the patient. The root cause of the defective driven ground circuit cannot be positively identified, but is likely random component failure. No adverse event resulted from the damaged ground circuit.